Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing resulting in storage of ventricular episodes. No inappropriate shock therapy was delivered as a result. Technical services (ts) reviewed the stored episodes and noted that one of the episodes appeared consistent with a potential external source or procedure. Ts discussed potential troubleshooting options. The root cause of the noise was not determined. No changes were made and the physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.